Event description:
It was reported that the control module is making a loud noise upon powering up. The system has been sent back for same issue and during the biopsy the physician has reported that unit is loud during the procedure at the control module. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the back panel - power entry module to be replaced. The device was functionally tested, met all product requirements and returned to the customer.